Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was not reported. One day prior to the peritonitis event, the patient was hospitalized for another indication. Treatment for the event was not reported. At the time of this report the patient was not recovered from this peritonitis event. The same day as the peritonitis onset, extraneal therapy was discontinued. Physioneal therapy remained ongoing. No additional information is available as the reporter has declined to provide further information.